Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g3, g6, h2, h3, h6. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white residue on air/water channel. Based on the results of the investigation, it is likely the following led to the malfunction: device had blurry image due to cracked lenses. For the white residue on air/water channel, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a blurry lens. The issue occurred during a diagnostic endoscopy procedure before sedation. The procedure was completed with an olympus back-up device. There were no reports of patient harm.